Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break, alarm #7: blood leak (centrifuge chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f301 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f301 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called to report a drive tube leak at approximately 1,166 mls whole blood processed. Customer said they did not have any issues or alarms prior to the leak. Customer said there was a loud noise just before the leak occurred, and then once the centrifuge frame came to a stop, they were able to hear the alarm #7, blood leak centrifuge chamber alarm sounding. Customer said the blood leak occurred in the centrifuge chamber. Customer said they aborted the treatment, and the patient is stable.